Event description:
It was reported that an unexpected reset occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. A replacement pump was sent.